Event description:
The end user's family member reported that the brakes on the 65650 rollator in question were not engaging sufficiently tight against the wheels. The family member also noted that the end user fell once as a result of the malfunction, but sustained no injuries.